Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using hemosplit hemodialysis catheter. Post procedure, on (B)(6) 2026, it was noted that the catheter had detached. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.